Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer had a loss of communication issue between the insulin pump and transmitter. The new transmitter usually only lasts 4 days and then indicates in sensor update and replace the sensor. Troubleshooting was performed and it was unknown whether the issue was resolved or not. The alarm that the customer reports received cannot find the sensor signal. The event that occurred before the loss of communication began was a change sensor. The transmitter ID was programmed into the pump. The customer stated that the pump communicates with the transmitter. The customer did not receive sensor connected alert nor did the system start warm-up. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The transmitter will not be returned for analysis.